Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material was possibly an antifoaming agent. The usage of dimethicone by the user was confirmed. There was no physical damage where the foreign material was found. The cause of the foreign material that remained in the air/water channel and air/water cylinder was not confirmed. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.